Event description:
The user facility reported a 35-year-old female admitted in cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 experienced low purge pressure following a purge cassette exchange. The purge cassette was replaced, but the alarm and low purge pressure persisted. Upon further troubleshooting, it was discovered that there was a fluid leak at the purge sidearm connection. A purge bypass was subsequently performed to address the leak. The following day, it was noted that flow rates had begun to drop as a result of a distended right ventricle. Due to the purge bypass and drop in flow rates, the decision was made to place a new 5.5 pump, as well as an impella rp pump, for ongoing support. There was no lasting patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the impella 5.5 experienced low purge pressure following a purge cassette exchange. The purge cassette was replaced, but the alarm and low purge pressure persisted. Upon further troubleshooting, it was discovered that there was a fluid leak at the purge sidearm connection. A purge bypass was subsequently performed to address the leak. The following day, it was noted that flow rates had begun to drop as a result of a distended right ventricle. Due to the purge bypass and drop in flow rates, the decision was made to place a new 5.5 pump, as well as an impella rp pump, for ongoing support. There was no lasting patient harm.

Manufacturer narrative:
Investigation was completed. Purge leak-pump: no product was returned. The root cause of the purge leak-pump issue was not determined since product was not returned, as there was a leak observed but not enough information is provided in the clinical description provided. Low pump flow- the root cause of low pump flow was not determined because was no determined and sufficient information was not provided to determine the root cause.